Manufacturer narrative:
Philips service replaced the defective monitor (991932252134, 991932252131) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the desk monitor was defective and replaced during service on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.